Event description:
It was reported that a large volume infusor was found to have a ruptured reservoir towards the end of infusion. This was observed during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between july 10, 2014 - july 11, 2014. The device was received for evaluation. Visual and microscopic inspection identified the ruptured reservoir, and a marking located on the interior surface of the bladder was observed near the rupture line. The reported condition was verified. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.